Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation along with a 5fr sheath and 7fr introducer. A specimen jar containing the spiderfx distal assembly: filter basket, flex connector, and floppy distal tip was also received. All components of the spiderfx capture wire, filter basket and floppy distal tip were accounted for. Examination of the tapered capture wire separation faces indicated a kinked fracture. The tapered capture wire protruding from the filter basket exhibited a coiled kink fracture distal of the filter basket proximal marker band. The floppy distal tip wire exhibited a bent core wire. Based on the location of the fracture the separation occurred within the spiderfx filter basket between the filter basket proximal radiopaque marker band and the flex connector.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 6mm spider and a 10cm 7fr non-mdt sheath were used during an atherectomy procedure to treat a severely calcified plaque lesions in the proximal and mid right superficial femoral artery. The vessel had little tortuosity and a 5-6mm diameter that was 80% stenosed. Multiple 1 cm lesions were reported. The vessel was pre and post dilated. The spider was prepped as per the IFU with no issues identified. No difficulties were noted deploying the spider. Following completion of atherectomy treatment the physician attempted to remove the spider through a 0.038" non mdt catheter. It was reported difficulty was experienced collapsing the spider into the catheter and the physician cinched the neck of the spider into the catheter. The catheter and the spider were pulled through the sheath. It was further reported the basket of the spider broke off the spider wire and neck was lodged into distal part of sheath, the tip remained outside of sheath. The physician attempted to pull the sheath and spider in tandem however the spider remained inside the patient close to the access site. The spider was removed with a gooseneck snare through femoral access. No further patient complications have been reported as a result of this event.